Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient has not used nor recharged the scs system in over a year. As a result, the ipg is no longer communicating with the external devices. Surgical intervention was undertaken on (B)(6) 2015 during which time the ipg was explanted and replaced with a different model. Effective stimulation was achieved postoperatively. The issue is resolved.